Event description:
It was reported that the patient infection in one of incisions, after their implantable neurostimulator (ins) was replaced, and that it was difficult to lay on their back. The patient stated that they were put on antibiotics on 2 occasions to ¿knock it out¿. The patient noted that they are done with the antibiotics and ¿its healing fine¿. Follow up information received from the healthcare professional (hcp) reported that the patient did not have an infection of the ins or of the ins pocket and just had some serous drainage from irritation around the incision. It was noted that the patient did not follow directions and was given a prescription for routine post-operative antibiotics after implant of the ins but did not take them. The patient had some steri strips and a dressing over the incision area for the first 3 days along with an abdominal binder over the area to prevent fluid in the pocket area. When the patient came in for removal of the dressing, the steri strips were intact and the area was covered with tegaderm. The patient was given another prescription for antibiotics (and instructed to take them) and was informed they could take a sponge bath. It was noted that ¿somewhere in between in there¿ the patient went to the emergency room or had a healthcare nurse see them where the dressing was taken of and re-applied. When the patient came back for their third office visit it was noted that they had serous drainage from the incision area. It was reported that, again, the patient did not follow instructions and had not bathed. The patient was instructed to wear the abdominal binder over their clothes but had instead thrown it away because, it was soiled. The patient was then given a prescription for cipro as a precaution because, they had not taken any of the prior antibiotics. The patient was last seen on (B)(6) 2014 where it was noted there was no pus or signs of infection. The wound was described as well approximated, dry, and intact. The hcp did note that they have had problems with the patient in the past and they were unsure if they were cable of caring for the de vice. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a290, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead (B)(4).